Event description:
The operator of an advia centaur xp instrument ran one patient sample for carbemazepine (sid (B)(6)) and one patient sample for vitamin b12 and folate (sid (B)(6)). Upon review of the results, the operator discovered that sid (B)(6) was incorrectly matched to the name of the patient for sid (B)(6). The other sid ((B)(6)) had been correctly matched with their name. The patient name corresponding to sid ((B)(6)) had been matched to both sids (B)(6). Both samples had been tested for the assays ordered. The advia centaur xp instrument is connected to a centralink data management system which only uses sids, not patient names. The issue was resolved prior to results being reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to one patient's sid being incorrectly matched with the name of a different patient .

Manufacturer narrative:
The initial MDR 2432235-2014-00159 was filed on february 3, 2014. Additional information (08/12/2014): siemens healthcare diagnostics has identified an issue with patient demographic information sent to the lis from the advia centaur®/advia centaur® xp immunoassay systems. Siemens has confirmed that under extremely rare circumstances patient demographic data from the previous order received from the lis is merged with the next order. This issue can occur when the lis data buffer on the advia centaur system becomes full and a particular character is found in the last five locations in the lis data buffer. In this case, the incorrect patient demographic information will be transmitted to the lis and will be displayed on the advia centaur user interface and instrument generated printed reports. Urgent medical device correction (umdc) 10819176 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers in the united states and urgent field safety notice (ufsn) 10819175 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers outside the united states in august 2014. The umdc and ufsn describe the issue and provide actions for customers to take if their instrument is interfaced to an lis system that transmits patient demographics with each order. Corrected information: the 510(k) number of the initial MDR was listed as k041133. The correct 510(k) number is k971418.

Manufacturer narrative:
A siemens global product support (gps) specialist requested the instrument data files for evaluation. No data files are available for evaluation. The cause of the one patient's sid being incorrectly matched with the name of a different patient is unknown.